Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that one of the catheters was difficult to inflate prior to insertion, and the second one, the nurse was allegedly unable to deflate. This record addresses the second catheter that allegedly failed to deflate.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that one of the catheters was difficult to inflate prior to insertion, and the second one, the nurse was allegedly was unable to deflate. This record addresses the second catheter that allegedly failed to deflate.

Manufacturer narrative:
Received 1 used foley catheter for evaluation. Per the functional evaluation, the balloon was deflated and it was found that the balloon deflated easily. The balloon was inflated with 10cc of water and found that the balloon deflated easily in 17.81sec. The internal specification for this product type is 20.7sec, so the sample met specification. Unable to duplicate the reported event. A potential root cause is a small eye snip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that one of the catheters was difficult to inflate prior to insertion, and the second one, the nurse was allegedly was unable to deflate. This record addresses the second catheter that allegedly failed to deflate.